Event description:
It was reported that the pta balloon dilatation catheter shaft broke during use. Reportedly, nothing detached within the patient and the catheter did not completely detach at the break. The device was retracted without difficulty and another pta device was used to complete the procedure. However, the returned catheter demonstrated a complete detachment. There was no report of patient injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.